Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor indicated by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset was performed. Customer was advised to continue using the pump and to call back if any issue recurs, which the caller acknowledged and understood.